Manufacturer narrative:
Section b5: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter prior to bariatric surgery. During implantation of the filter via right common femoral vein, the filter was inserted and successfully deployed in an infrarenal location. There were no complications. Approximately on or about thirteen years and four months post implantation of the filter, the patient underwent a CT scan due to having abdominal pain for two years. The CT scan showed there is an infrarenal ivc filter located 4cm inferior to the renal veins. There is no strut fracture or penetration through the wall of the ivc. There is a 10-degree tilt where the apex is resting against the left lateral wall of the ivc and the inferior most portion is resting against the right lateral/posterior wall. There is no ivc stenosis. The scan also showed evidence of gastric bypass surgery. According to the information received in the patient profile form (ppf), approximately on or about thirteen years and four months post implantation of the ivc filter the patient became aware of the alleged events and reports to have tilted filter. The patient also states that the filter poses a progressive risk of perforation of the vena cava and surrounding vital organs, organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an ongoing risk of dvt and thrombosis, an increased and progressive risk of migration and fracture causing serious injury and death. The patient states that they are forced to live with the possibility that these complications can happen to them at any moment which has led them to severe fear, stress, anxiety, and loss of enjoyment of life. As reported, the patient underwent placement of a trapease vena cava filter. Additional information received indicates that the filter was implanted prior to bariatric surgery with increased risk for deep vein thrombosis. The filter was successfully implanted via right common femoral vein and deployed in an infrarenal location. Approximately thirteen years and four months after implantation, the patient is reported to have developed abdominal pain over the last two years. A computerized tomography (CT) scan revealed that the filter was located 4cm below the renal veins with a ten-degree tilt. No evidence of inferior vena cava (ivc) stenosis, strut fracture or penetration of the filter through the ivc was seen. According to the information received, the patient became aware of the reported filter tilt at this time. The patient reported severe fear, stress, anxiety and loss of enjoyment of life associated with possible complications associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Due to the nature of the complaint, the reported abdominal pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact catalog and lot number is not known. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal department, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: ivc filter is tilted. The tilted ivc filter poses a progressive risk of perforation of surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an ongoing risk of dvt and thrombosis, an increased and progressive risk of migration, fracture and embolization of a fracture causing serious injury and death. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expense, and pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: ivc filter is tilted. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Section b5: according to the information received in the phase 2 discovery form, the patient received an ivc filter prior to bariatric surgery due to risk of deep vein thrombosis. The patient states to be receiving treatment from a behavioral therapist to deal with their emotional anxiety and depression regarding their ivc filter. Corrected data: section d2: product code. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the filter was placed prior to bariatric surgery due to risk of deep vein thrombosis. During implantation, the filter was deployed in an infrarenal location. There were no reported complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: ivc filter is tilted. Approximately thirteen years post implantation of the filter, the patient had a CT scan due to abdominal pain. The CT scan revealed an infrarenal ivc filter located 4cm inferior to the renal veins. There is no strut fracture or penetration through the wall of the ivc. There is a 10-degree tilt where the apex is resting against the left lateral wall of the ivc and the inferior most portion is resting against the right lateral/posterior wall. There is no ivc stenosis. The scan also showed evidence of gastric bypass surgery. Per the patient profile form (ppf), the patient reports severe fear, stress, anxiety, and loss of enjoyment of life. The patient reports receiving treatment from a behavioral therapist for anxiety and depression. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed, and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Due to the nature of the complaint, the reported abdominal pain experienced by the patient could not be confirmed and the exact cause could not be determined. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.